Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) claimed this electrode was loose or dislodged. The patient noted they would be undergoing a chest x-ray that day. Also, the patient claimed the battery of the s-ICD was exhibiting premature battery depletion. The patient noted the battery would be replaced when this electrode was reconnected. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.